Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. The reporter stated that the time in the pump is not always correct. It was reported that the current time was 3 hours ahead at the time of the call and when observed to be incorrect, the time is ahead. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/07/2014 with the following findings: the black box revealed a manual time and date change and that the time was set incorrectly after a pump reset. There was no evidence of a time loss or gain observed and the complaint could not be duplicated. The time test was started, but could not be completed due to the internal clock battery on the pcb board had failed. The pump would not retain the user programed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.